Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leak at the attachment of the air filter where it leaks slowly through a very small hole. It was stated that there were 4 lines where a leak had occurred, all lines were used with the same patient. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D3: correction. D9: 13-nov-24. H3: three total units were received in used condition and photos were also available for review. The returned samples were visually inspected, and no visual defects were identified. Functional testing was performed, and no defects were detected. The reported issue was not confirmed, and a cause was not identified. A lot history review did not identify any issues with the reported lot number.